Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. It was reported the pt wanted the scs system removed. Attempts to contact the pt were unsuccessful. The pt called sjm to notify the scs system was explanted due to ineffective stimulation. The pt reported she had never received pain relief, and the explanting physician told her the leads were in a position which was on the right side; her pain pattern was on the left side.